Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the insulation of the monopolar curved scissors instrument was in bad condition. There was no report of patient involvement. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and reported failure was confirmed. The orange epoxy on the tube extension was exposed at the distal end. After securely tightening the tip cover accessory the orange epoxy was still exposed the tube extension. Visual inspection found the orange epoxy applied over the grey laser marking area causing the orange epoxy to be visibly even after the tip cover accessory was completely placed over the tube extension.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed by the engineering team. The monopolar curved scissors (mcs) instrument tube extension was found to have an incomplete laser marking to the laser marked portion of the tube extension. As a result, the orange epoxy of the tube extension is still visible when the tip cover is fully installed.

Event description:
Refer to h10/h11 for follow-up information.